Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. Results of investigation: the carefusion failure analysis representative could not duplicate the reported issue of the power supply blowing fuses, however, resistor r229 was found to be damaged. It is unknown how the fuse was shorted and how the resistor was damaged. (B)(4).

Event description:
The customer stated that the ventilator won't boot up when using the battery. The vent works normally when plugged in ac (alternating current) and the dc (direct current) status light is yellow and flashes. When unplugging the ac connector the ventilator shuts off immediately. The power supply was checked and a blown fuse was found. When the vent was turned back on the fuse blew again. The power printed circuit board (pcb) will be replaced. It is unknown if there was patient involvement.